Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user's test strips had a poor fill. (B)(4).

Event description:
Costumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 75, 55, 80, 75 and 59mg/dl. The customer's expected fasting blood glucose test result range is 180 to 230mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is less than a month ago. The meter memory was reviewed for previous test result history (customer did not provide date / time set): 1:75mg/dl n/a fasting: yes. 2:55mg/dl n/a fasting: yes. 3:80mg/dl n/a fasting: yes. 4:75mg/dl n/a fasting: yes. 5:59mg/dl n/a fasting: yes.